Event description:
It was initially reported by the surgeon that he could not establish connection with the new generator at the time of implant. Surgeon tried it several times but nothing happened. When another generator was used, the surgeon could establish connection at the first try. Good faith attempts to obtain generator back for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.